Manufacturer narrative:
Qn# (B)(4). The customer returned one opened cvc kit for analysis. No definite signs of use were observed on any of the returned components. Visual analysis revealed one major kink on the guide wire. Microscopic examination confirmed the kink and revealed that the distal and proximal welds were secure and intact. No other defects or anomalies were observed. The kink in the guide wire measured 358mm from the proximal weld. The guide wire total length measured 17 15/16", which is within the specification limits of 17 11/16"-18 1/16" per the guide wire product drawing. The outer diameter of the guide wire measured 0.441mm, which is within the specification limits of 0.432mm-0.457mm per the guide wire product drawing. The guide wire was inserted through the returned catheter and minor resistance encountered at location of kink. No resistance was encountered in functional areas. Performed per IFU statement , "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the guide wire was kinked. Despite the damage, the guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report that the damage occurred during use and the sample received , unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm was reported. The patient's condition is reported as fine.